Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the distal common bile duct of a patient, on (B)(6) 2011, as part of the e7016 wallflex biliary fc benign stricture study clinical trial. According to the complainant, the patient was diagnosed with chronic pancreatitis in (B)(6) 2011. On (B)(6) 2011, liver function tests were performed and recorded). On (B)(6) 2011, baseline biliary obstructive symptoms were assessed and no symptoms were present at that time. A pre-study stent placement cholangiogram on (B)(6) 2011, revealed a distal biliary stricture. A sphincterotomy was performed prior to this procedure, and the stricture had been previously dilated with a plastic stent. The previously placed plastic stent was not removed during this procedure. A 10mm x 60mm was deployed in a satisfactory position across the stricture covering the cystic duct. The patient was treated as an outpatient. On (B)(6) 2012, the per protocol stent removal procedure was performed. The patient underwent an assessment of biliary symptoms and none were indicated. A cholangiogram was performed during the removal procedure, which revealed that the study stent was in a satisfactory position along with no evidence of a recurrent stricture. The stent was removed. On (B)(6) 2013, the patient required endoscopic re-intervention for a biliary obstruction for a recurrent stricture in the original location. Another stent was placed.

Manufacturer narrative:
Foreign source: (B)(6). Study: (B)(6) wallflex biliary fc benign stricture study clinical trial the complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.